Event description:
Account reports one incident in which the injection site "fell out", with the "white tape" remaining intact. Rptr did not know how many injections were made into the site nor how large the access needle gauge was. Rptr stated that the pt was being anesthetized which took a longer period of time due to loss of drug. Per written info: "needle size used was a 20 gauge."